Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found in safety mode. A few months prior the patient had a magnetic resonance imaging (MRI) completed and the device was not placed in MRI mode. Technical services (ts) was consulted and advised a memory issue is suspected and recommended a device replacement. Additional information received advised the device was explanted and replaced successfully with no patient complications. The device is expected to return for device analysis. Outside of the revision, no adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found in safety mode. A few months prior the patient had a magnetic resonance imaging (MRI) completed and the device was not placed in MRI mode. Technical services (ts) was consulted and advised a memory issue is suspected and recommended a device replacement. Additional information received advised the device was explanted and replaced successfully with no patient complications. The device is expected to return for device analysis. Outside of the revision, no adverse patient effects were reported.